Manufacturer narrative:
Additional information has been requested in regards to this reported event.

Event description:
The intra aortic balloon (iab) ruptured during a procedure that took place on (B)(6) 2017. The catheter was removed, but not replaced. The patient was stable when the iab was removed. Maquet received an updated intake form on (B)(6) 2017 related to (B)(4) reporting that the iab catheter was noted with blood. The doctor was notified, and discontinued the iabp therapy. It was further reported that the iabp alarmed "iabp leak". The patient expired on (B)(6) 2017. The facility does not attribute the patient's death to the device. The iab medwatch submission has been reported under mfg report number 2248146-2017-00037.